Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown as the leak was not reproduced.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure a blood leak occurred. The sheath was removed and inspected but there were no abnormalities. A new sheath was used to complete the procedure with no adverse patient consequences.